Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings evaluation found the image was cloudy. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the water balloon tube of the evis lucera ultrasonic bronchofibervideoscope was clogged. The issue was found during inspection before use in a diagnostic procedure. The procedure was completed with a similar scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the water balloon channel was clogged with foreign material. The report is being submitted due to foreign material clogging the channel found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the water tube was clogged with foreign material, however, the cause for the clog could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event can be detected/prevented by handling the device in accordance with the following sections of the instructions for use: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 cleaning and disinfection equipment